Event description:
Inbound, pt reports one of her cadd cassettes 100ml with flowstop started steady beeping then no disposable alarm, then steady beeping again on both pumps. Pt changed to new cassette to solve alarm. No cassette lot number available. No further details provided.